Event description:
It was reported that during preparation of the xience prime 3.5 x 28 mm device, yellow protective sheath could not be removed from the stent; therefore, a lot of force was used to remove the protective sheath. There was no patient involvement. There was no additional information provided. Device returned with stent implant dislodged. It cannot be determined exactly when the stent dislodged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): excessive force. Only the damaged/dislodged stent implant, stylet, and protective sheath were returned for evaluation. Difficulty removing the protective sheath could not be verified because the sds was not returned. Based on visual and dimensional analysis of the returned components, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the stent implant became damaged and dislodged from the balloon as a result of the excessive force applied.